Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, no capture, and high impedance. It was also reported that the lead was possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.